Event description:
Per email: the grasper jaws locked in the angle position while inside a patient. Had to remove the grasper and trocar as one. Grasper nicked the patient's tissue and caused a tear and bleeding. Jaws broken on atraumatic graspers. Won't open or close. 23sep2020 additional information. 1. On what date did the incident occur? (B)(6)2020. 2. Are any patient identifiers available? Yes, patient initials are bp. 3. Was there any medical intervention, testing or change/cancellation of treatment due to the incident? An abrasion occurred that caused bleeding of the tissue inside of the abdomen. Cautery was used to stop the bleeding. The staff do not know the serial number of the grasper. 23sep2020 additional information: the patient¿s tissue was only nicked with one of the graspers. A second instrument had the same defect but did not involve any patient injury. Neither of the instruments fell into the patient. Unfortunately, I do not know which one was involved in the patient's tissue being nicked, and neither did the staff. They did not look at the lot number on the instrument when it occurred. No further information available.

Manufacturer narrative:
Follow up (B)(6). The complaint product was returned, and an evaluation was performed. The root cause of the issue is undetermined. Visual investigation showed no obvious third-party repairs on the device and that the device failed at the link 14000l. The failure is across the thinner portion of the link on a diagonal from the corner. The failure appears to be shear failure across the face of the link. The links meet acceptance criteria. A review of DHR revealed no non-conformances. Work orders for links 14000l show no deviations or non-conformances and all show heat treatments of links was completed and the material certification for 14044b confirms it is as specified. An engineering notebook study was conducted on the failure strength and modes for this device or equivalent. The testing showed that all assemblies meet acceptance criteria and exceed the clinically relevant forces with the defined safety factor of 1.6. The supplier was unable to replicate failure at the link. Failure of these devices on all tested samples failed at rod rivet, jaw rivet hole or actuating rod hole. As the links meet acceptance criteria, the material certification and heat treat is confirmed, and comparable devices, when tested, meet the minimum strength required for clinical procedures, the supplier was unable to replicate this failure mode. It is possible the device failed due to excessive force or misuse, however there is no known cause for failure, and we are not certain which device failed during the procedure. The supplier was unable to replicate the failure mode, and device components appear to meet acceptance criteria. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.

Manufacturer narrative:
(B)(4). On 11sep2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per email: the grasper jaws locked in the angle position while inside a patient. Had to remove the grasper and trocar as one. Grasper nicked the patient's tissue and caused a tear and bleeding. Jaws broken on atraumatic graspers. Won't open or close. On 23sep2020 additional information. On what date did the incident occur? (B)(6) 2020. Are any patient identifiers available? Yes, patient initials are (B)(6). Was there any medical intervention, testing or change/cancellation of treatment due to the incident? An abrasion occurred that caused bleeding of the tissue inside of the abdomen. Cautery was used to stop the bleeding. The staff do not know the serial number of the grasper. On 23sep2020 additional information: the patient¿s tissue was only nicked with one of the graspers. A second instrument had the same defect but did not involve any patient injury. Neither of the instruments fell into the patient. Unfortunately, I do not know which one was involved in the patient's tissue being nicked, and neither did the staff. They did not look at the lot number on the instrument when it occurred. The lot number was either j18veo (oct 2018) or i18veo (sept 2018). No further information available.